Manufacturer narrative:
Na

Event description:
It was reported that when the non-vented mask was applied to the pt for non-invasive ventilation, the pt stated that they were "not getting enough air". The ventilator was alarming for blower demand exceeded, low pressure, and pt disconnect. The pt disconnect alarm was remedied by improving the mask seal but the other alarms continued. After adjusting the mask and ventilator, the pt was comfortable enough for transport.